Event description:
On december 29, 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed he obtained the error 1 message at midday on (B)(6) 2016. The patient manages his diabetes with insulin (no adjustments). The patient manages his diabetes with insulin (no adjustments). He reported that because he was unable to use the meter to test, he consumed more food/drink at an unknown time on (B)(6) 2016. He indicated that about 4 hours after the start of the alleged issue, he began to ¿vomit¿ and experienced ¿shortness of breath¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.